Event description:
It was reported that the cord of the programmer rf (radiofrequency) head needs to be repaired. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the cable was damaged.

Event description:
It was reported that the cord of the programmer rf (radiofrequency) head needs to be repaired. No information was received indicating patient involvement.it was reported that the cord of the programmer rf (radiofrequency) head needs to be repaired. No information was received indicating patient involvement.